Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy the top and bottom slides of the biopsy instrument were allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy the top and bottom slides of the biopsy instrument were allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation, the top slide was pushed into the device a second time and was able to lock into place. Before the second slide could be pushed into the device, the top slide self activated. Therefore, the investigation is confirmed for cannula self-activation. An x-ray showed that the cannula tangs were not fully engaging with the device housing, upon disassembly it was noted that the left bumper was bent. Therefore, the investigation is confirmed for the alleged cannula priming issues. However, the investigation is inconclusive for the reported failure to prime of the stylet as functional evaluation could not be completed due to the identified self-activation. The bent left bumper likely contributed to the reported failure to prime. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: jan/2021.